Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and prime anomaly on the insulin pump. Customer¿s blood glucose level was 400 mg/dl. Customer treated their high blood glucose levels via insulin pump. Troubleshooting for prime anomaly was performed. Customer advised they were stuck in the rewind and prime loop. Customer advised they did not receive the second series of beeps and numbers did not appear on their display screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump primed properly. (B)(4).